Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to the etco2 module. The etco2 module was replaced to resolve the issue. The device passed all performance assurance test and was placed back into use with the customer. There is was malfunction of the etco2 module.

Event description:
The customer reported the etco2 failed during opcheck testing. There was no patient involvement.